Manufacturer narrative:
On 03/01/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 6.4 cm on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for lot number 6521504 and no non-conformances related to the reported complaint condition were identified. Concomitant products: mentor smooth round moderate plus profile 250cc saline breast prosthesis, catalog #3502250, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 250cc saline breast prosthesis that deflated after implantation. Deflation of the right breast prosthesis was confirmed by a doctor. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 350cc gel breast prostheses on (B)(6) 2019.